Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is unable to calibrate arterial pressure.

Manufacturer narrative:
Investigation finalized on 03/06/2024: a getinge field service engineer (fse) performed an evaluation and states that he was able to verify proper operation of units' ability to zero calibrate arterial pressure using patient simulator. Repeated successfully several times, he was able to verify proper operation of pressure transducers by inputting a calibrated pressure signal into unit, also was able to verify proper operation of fiber optic assembly, but fse unable to reproduce issue. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit is unable to calibrate arterial pressure. There was no patient involvement.